Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided we are unsure how the balloon ruptured in the left iliac artery. If the customer was attempting to use the balloon to aide in the sealing of the main body graft, and moved the balloon outside the confines of the graft, the inflation of the balloon may have ruptured the iliac. We do state in our labeling that if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis.

Event description:
Patient underwent aaa repair in 2007. Physician had difficulty with the gray positioner of the flex main body graft (refer to 1820334-2007-00345). After this, the left iliac artery ruptured, while using the coda balloon. The first graft was high, so the leg was extended and still had access to the hypogastric. Outcome: patient is doing fine.